Event description:
Reportedly, couldn't remove the device from tissue properly. Removed it by force with some damage to tissue. Fired another ppceea to correct. Procedure: roux-en-y.

Manufacturer narrative:
06/06/2007: initial report sent to FDA.